Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported loosening and polyethylene wear; however, polyethylene wear after eighteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the amk knee product group is discontinued system. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening, osteolysis and polyethylene wear.